Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3mm, eccentric and de novo, containing a significant >45 and<90 degree bend target lesion was located in a mildly calcified and moderately tortuous left anterior descending (lad) artery. Predilation was performed using a 2.5x20 maverick balloon catheter resulting to 70% residual stenosis. A 32x2.75 omega bare metal stent was selected and advanced to treat the target lesion but was unable to cross. The device was removed and it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).